Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, since the phenomenon was not reproduced at the repair department, we surmised that there was no problem in the subject device, but the camera head malfunctioned. It is also possible that a user connected the video connector when it is not fully dried. If the video connector is wet, the connection of the electrical contacts of the video connector becomes unstable. This may cause a failure in the communication or image transmission between the camera head and video processor. We, therefore, surmised that image failure and failed white balance were caused by this. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6). Olympus (B)(6) checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, white balance adjustment could not be completed after pressing white balance button of the subject device due to the failure of the front panel button. There was no report of patient injury associated with the event.